Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that the orange part of the device is supposed to break and then allow to peel away from the grey portion but the orange part has a thick part that makes it difficult to break the side of it. No other information was provided and no patient harm reported. No patient harm, injury, complication or negative outcome occurred, but clinician reported their fingers were aching trying to bend back and forth repeated times then twisting and finally get it to break away.